Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 2 months due to moderate-severe paravalvular regurgitation. The explanted device was replaced with a 27mm 11500a aortic valve. Per medical records, the patient presented with shortness of breath. Pre-op echo showed aortic valve with moderate-severe paravalvular ai (history of endocarditis). Patient underwent ascending aorta dacron patch repair and redo avr, the device and pannus were removed. After debridement, a 27mm 11500a valve was implanted with tycron sutures and pledgeted sutures, the valve was seated and tied into place without difficulty. Post procedure tee showed two paravalvular leaks. The valve was re-inspected, and 2 pledgeted stitches were applied at the commissure left-right, and 2 at the level of right-non-commissure. Post-op tee showed a well-seated prosthesis with no evidence of pvl. Hemodynamics and hemostasis was obtained. The patient was discharged on pod #4. Hospital pathology report, gross exam only. Intact valve, with 3 attached gray-white thin, unfused aortic cusps. Final diagnosis: bioprosthetic aortic valve tissue with myxoid degeneration.

Manufacturer narrative:
H3: evaluation summary: customer report of paravalvular regurgitation was unable to be confirmed through visual observations. Report of pannus was confirmed. The x-ray demonstrated commissure 2 bent outward and cocr band to remain intact; the vfit cocr alloy band was not expanded. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 on the outflow aspect and 3mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. As received, leaflet had cuts of approximately 9mm x 12mm and 10mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragment was not returned. As received, mechanical damage marks were observed on the free margin of leaflet 2. Damage appeared serrated and did not penetrate leaflet. Wireform was exposed at commissure 3. H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h3, h6 (type of investigation)

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors including history of endocarditis and avr. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 2 months due to moderate-severe paravalvular regurgitation and pannus. The explanted device was replaced with a 27mm 11500a aortic valve. Per medical records, the patient presented with shortness of breath. Pre-op echo showed aortic valve with moderate-severe paravalvular ai (history of endocarditis). Patient underwent ascending aorta dacron patch repair and redo avr, the device and pannus were removed. After debridement, a 27mm 11500a valve was implanted with tycron sutures and pledgeted sutures, the valve was seated and tied into place without difficulty. Post procedure tee showed two paravalvular leaks. The valve was re-inspected, and 2 pledgeted stitches were applied at the commissure left-right, and 2 at the level of right-non commissure. Post-op tee showed a well-seated prosthesis with no evidence of pvl. Hemodynamics and hemostasis was obtained. The patient was discharged on pod #4. Hospital pathology report, gross exam only. Intact valve, with 3 attached gray-white thin, unfused aortic cusps. Final diagnosis: bioprosthetic aortic valve tissue with myxoid degeneration.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, device code(s), type of investigation)

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 2 months due to unknown reason. The explanted device was replaced with a 27mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.